Manufacturer narrative:
E1: establishment name: the second affiliated hospital of wenzhou medical university this follow-up report is being submitted to relay additional information and initially summary: the complaint is also confirmed for the returned instinct java drivers (pn 046w1an00641) for the failure of fracturing while attempting to remove a blocker. Medical records were not provided for review. Device evaluation: the item numbers and lot numbers of all five devices match information listed in the complaint fie. The two drivers are confirmed to have fractured tips and are unusable. Potential cause the overtightening could have lead to the force required to remove the blocker being higher than the force that the material of the blocker and drivers could handle, thus damaging the driver. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference reports 3003853072-2020-00099 to 3003853072-2020-00102.

Event description:
It was reported that during surgery, the surgeon was reviewing the c-arm image and decided he needed to adjust the angle of the screw. When he attempted to remove the screw, the tips of two final drivers broke, the broken tips were retrieved the blocker stripped in the tulip head and the screw could not be pulled out. It was reported that the torsion force of t-handle is too large, which leads to the fracture of screwdriver. There was an approximate 20 minute delay and competitor product was used to complete the case. There were no reported patient impacts. This is report 3 of 4 for this event.

Manufacturer narrative:
D4: UDI#: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2020-00099 to 3003853072-2020-00102.

Event description:
It was reported that during surgery, the surgeon was reviewing the c-arm image and decided he needed to adjust the angle of the screw. When he attempted to remove the screw, the tips of two final drivers broke, the broken tips were retrieved the blocker stripped in the tulip head and the screw could not be pulled out. It was reported that the torsion force of t-handle is too large, which leads to the fracture of screwdriver. There was an approximate 20 minute delay and competitor product was used to complete the case. There were no reported patient impacts. This is report 3 of 4 for this event.